Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify pump error alarms due to blank display. Moisture damage was found on the electronic assembly, however was not found on the motor/force sensor/keypad assembly during visual inspection.

Event description:
The customer reported via phone call that their insulin pump alarmed power supply test failed during self-test. And also reported audio anomaly. Customer reported pump does not vibrate during self-test. Customer was able to successfully clear the alarm. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.